Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, a couple of days after stent placement, the stent migrated into the kidneys. The migrated stent was removed and was replaced with another of the same device. The procedure was completed with another of the same device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of stent migrated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.